Event description:
It was reported that the patient guessed the first battery was replaced due to natural battery depletion. It had just started losing power and had gone a lot faster than what the patient was told.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v606256, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v568684, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6) ; product type extension (B)(4).